Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn3384 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing puncture, the catheter found leaking liquid at the distal end. Rupture occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Tensile weakness was observed in the catheter just distal to the 40 cm and 6 cm depth markers. A microscopic observation revealed a curved split in the catheter just distal to the 40 cm depth marker, approximately 18.6 cm distal to the proximal end of the catheter. The fracture surface was observed to be uneven but flat and granular in texture. The split appeared to be shorter on the interior side of the catheter and a small flap of material was observed protruding from one of the edges of the split on the interior side of the catheter. The features of the split observed in the returned catheter suggest the catheter was damaged due to contact with a hard surface or instrument; however, it could not be determined when or where this damage occurred. As a note, the product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when performing puncture, the catheter found leaking liquid at the distal end. Rupture occurred. No other information was provided.